Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; d9; g3; h2; h3; h6 upon visual inspection there is an indentation to the spherical radius of the liner. The locking ring was returned outside of the shell so the chamfer position could not be confirmed. The returned ring has been bent with no markings or indentations to the surface. There is no visible damage to the shell. The event cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the ring fell off when the cup when the implant was being opened. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This is a combination product (B)(4). G2: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.